Event description:
On 02/09/1998, the MFR's (MFR.) Intl dist informed the MFR via fax that a customer in their territory has reported four (4) events (ref. MDR#'s 1220923-1998-00011, 012 and 013 for the other three (3) reports) concerning this product. This report concerns the first event. The faxed reporter states the following: the events reported were related to four (4) units of this product which involved two (2) lot numbers. One unit was noted to be from lot#13706. Two (2) of the devices were implanted by the same physician; however, the lot number of the devices implanted by this physician were not identified. The other two (2) devices were implanted by two (2) different physicians. The lot number of the devices implanted by these physicians was not identified. The report states that the problem was the connection between the device and catheter broke off at the moment of implant. No further details were provided at this time.

Manufacturer narrative:
On 3/17/1998, the manufacturer's rep received a faxed report from the international distributor which included the pt's ID (initials), age, implant/explant physician and the following description of the event: the catheter was broken at the union sideport. The device with a 6" segment of loose catheter were returned to the MFR. And have been analyzed as follows: visual and microscopic examination of the device septum revealed a slit in the silicone material with no internal damage noted. The 6" loose segment of catheter appears to have been torn flush with the device bayonet lock. Discoloration, compression marks and irregularly cut material were noted on the loose segment of catheter. The damage seen is consistent with excess force/turning being applied when attaching the device bayonet lock. The device and loose segment of catheter were patent with no resistance felt when flushed with 5cc sterile water. A clear fluid with a few particles of biological material consistent with blood was collected. No leaks were noted when the device and loose segment of catheter were pressurized with air and fluid. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and the results of the MFR.'s analysis of the device, the report that "the catheter broke at the union sideport" has been confirmed. Excessive force/turning when attaching the device bayonet lock appears to have caused the damage found during the MFR.'s analysis of the device. No further details are available. The customer will be notified of the MFR.'s findings and forwarded the clinician's manual (instructions for use) for their review. The MFR. Is now closing the file on this event. Sumbitted to the FDA 4/17/1998.